Event description:
The plaintiff's attorney alleged that the pt experienced a sudden cardiac event and subsequently expired the sam day, which was alleged to have been caused by exposure to naturalyte and/or granuflo product.

Manufacturer narrative:
This is one of two device reports associated with this event.